Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the stimulation was turned on, the pt experienced a shocking/jolting sensation in the right leg every couple of minutes. This has been on-going for a couple of months. There was no known accident or incident related to this complaint. The pt accidentally packed the pt programmer away in a storage unit, and did not have access to it to turn the device off. The pt went to the emergency room to have her pain needs addressed, but they could not address the stimulator issue because no clinician programmer was available. Additional info has been requested.